Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found a software failure and confirmed transfer issues to the navigation device. The computer was replaced and the issue was resolved. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a sacroiliac and thoracolumbar procedure. It was reported that an error message was received on the mobile view station (mvs) that stated the "3d mode disabled, navigation connected not ready". The site radiotechnologist confirmed being able to take a 2d ap and lateral image, pressed the 3d button on the imaging imaging device hand switch, the imaging device gantry moves to the start position, the navigation beeps twice for initialization, and the error is displayed on the mvs. No 3d images were taken. The radiotechnologist opened and closed the imaging device door and held down the 3d image button on the hand switch. The 3d image captured successfully. There was no reported delay to the procedure and no known impact on the patient outcome.

Manufacturer narrative:
Two computers were returned to the manufacturer for analysis. One computer was returned unused. Analysis of the other computer found that the computer booted normally to the application screen and all applications opened normal. No fault was found. A software analysis was initiated and determined that this was not related to a software issue. If information is provided in the future, a supplemental report will be issued.